Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels of 400 to 500 mg/dl, which were treated with the insulin pump. Blood glucose level at the time of the call was 381 mg/dl. Customer also reported that she had noticed reservoir leaks about five times. The product was not replaced or returned for analysis.